Event description:
The user facility reported that a needle stick occurred due to an activation failure of the safety cover. The safety cover stopped halfway, which resulted in a needle stick on a nurse. The area of the needle stick was squeezed and washed in running water. No infection occurred on the nurse who received the needle stick. The procedure outcome and patient impact were unknown.

Manufacturer narrative:
D4: lot number: unknown due to unknown lot number. D4: expiration date: unknown due to unknown lot number. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office clerk. H4: device manufacture date: unknown due to unknown lot number. The involved sample was disposed by the user; therefore, no sample was retuned. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety mechanism activation failure, shall be detected as a defect, and then automatically disposed of. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no failure in the automatic disposal system. The manufacture inspection records of the reported product code for past 5 years were traced back and reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety mechanism activation failure, has been detected. Moreover, no reports related to safety cover activation failure, attributed to a product defect, has been reported from other medical facilities. We made attempts to obtain the involved lot information, however no information was provided. As there were no anomalies observed in our manufacture inspection records, we were unable to identify the root cause of reported issue. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to. Withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.